Event description:
Consumer complaint of blood result reading of "lo." Last 4 tests in memory: "lo," lo," 110 mg/dl and 83 mg/dl. Customer normally reads between 95 - 110 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation found test strip with black chemistry observed. The root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 4 tests in memory: "lo", "lo", 110mg/dl and 83mg/dl. Customer normally reads between 95 - 110mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).